Event description:
It was reported that the zimmer electric dermatome would stop working while taking a skin graft, and would damage the graft. Additional clinical follow up with the customer indicated the reported issue occurred during surgery and an alternate device was available for immediate use. It was reported that surgery time was extended by an unspecified amount of time. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/04/2011 and has no repair history at zimmer surgical. The power supply was manufactured on 09/21/1992 and was last repaired on 02/03/2006. Evaluation of the electric dermatome observed that the motor was running within specifications. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the left side and the side to side calibration. Evaluation of the power supply observed that the voltage output was outside of the specified range. Improper handling most likely caused lack of calibration in the hand piece and lack of preventative maintenance most likely caused the power supply to be outside of voltage specifications. The low voltage output most likely caused the customer's event. The device was serviced and returned to the customer.